Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The hub of a one-link needle-free lv (intravenous) connector extension set disconnected (separated) from the tubing, during an infusion, and caused the patient to experience blood loss. At the time of the issue, the patient was receiving an infusion of an unspecified maintenance fluid for an unspecified indication (dose, frequency and route was not reported). The disconnection occurred ¿at the end with the blue cap (white luer) and the tubing¿ (bonded area). Prior to the disconnection, the patient was experiencing internal bleeding, anticoagulation issues and was in the midst of receiving a blood transfusion and "ffp" (fresh frozen plasma). It was reported that the patient lost ¿around a pint of blood¿ due to the event. It was reported that issue occurred on a terminally ill patient and no additional medical intervention was required due to the disconnection. No additional information is available.